Event description:
Updated event description: this complaint involves two (2) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event information. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the cam lock lever for rad aiming arms (p/n: 03.010.497, lot #: t190743) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken and the broken fragments were returned. The device failure/defect was identified. Document/specification review: no design issues or discrepancies were identified. The complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the cam lock lever for rad aiming arms (p/n: 03.010.497, lot #: t190743). No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document /specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.010.497, lot number: t190743, manufacturing site: tuttlingen, release to warehouse date: oct 16, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the radiolucent aiming arm piriformis fossa was damage upon being received. There was no patient or surgical involvement. This report is for one (1) cam lock lever for rad aiming arms. This is report 1 of 1 for (B)(4).